Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was calibrated, and the unit was returned to service.

Event description:
The hospital reported the unit was delivering double the pressure that was requested. There was no report of patient injury.

Manufacturer narrative:
Per additional information received, this failure was not confirmed by the ge healthcare service representative. This case is not reportable. The equipment was checked and found to function within manufacturer's specifications. The reported issue could not be duplicated. If there is an increase in positive end expiratory pressure (peep) in the circuit, it will be displayed on the pressure gauge and also ventilator display. Machine is designed to alarm.